Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500 lot #: 1517090; zimmer skin graft mesher; catalog #: 00770100000; lot #: 6449. The results of the investigation are as follows: review of the most recent repair record determined the cutters failed the sample mesh and the collars and gears were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00720; 0001526350 - 2022 - 00438.

Event description:
It was reported that there was incomplete meshing and worn gears. No patient involvement. Review of the most recent repair record identified that the cutter failed cut test. It was reported that no further information is available.